Manufacturer narrative:
The inserter and viscoelastic used are not validated for use with the reported lens. According to the reporter the haptic ruptured upon insertion causing a radial tear. The most probable root cause is user error.

Event description:
It was reported that during implant of the intraocular lens (iol), the haptic ruptured, causing a radial tear and broken capsule. The orientation of the lens changed, and the lens was removed intraoperatively by cutting. The lens was replaced with a 3 part lens, a different model and diopter. In the physician¿s opinion the most likely cause was haptic rupture on insertion, with the torn haptic causing the radial tear. The surgical procedure type was phaco only. The iol optic was clear and free of debris. The patient did not notice a decrease in their vision. The patient¿s prognosis is good and their vision is fine.

Manufacturer narrative:
Though requested, additional information has not been provided by the reporter. The cause of the capsule damage and stage of occurrence was not provided. According to the reporter, the lens was not available for evaluation. The lot history, trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates. Based on the information provided, a definitive root cause cannot be determined. No corrective action is necessary at this time. If additional information is received, a follow up report will be submitted.

Event description:
It was reported that the intraocular lens (iol) was removed intraoperatively due to a capsule rupture. Additional information has been requested, but has not been received. The reason for the capsule rupture and stage of occurrence was not provided.